Manufacturer narrative:
The burs subject to this investigation were not returned to the manufacturer for eval. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.

Event description:
It was reported that during surgery, two burs broke. It was also reported that there was no pt or user injury and there was no delay to injury.